Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the artificial heart program coordinator that the patient began to experience red heart alarms and an increased level of motor dust in the vent filters. The patient, who was approximately 12 hours away from the implanting center, declined to travel to the implanting center and instead, had himself admitted to the local ICU. The alarms began to occur more frequently over th following 24 hours until hand pumping was commenced. The patient was then flown to a nearby hospital for pump exchange evaluation and was placed on pneumatic support using stroke volume limiter (svl and ip console for a short time, and then electrical actuation was able to be reinstated with only imtermittent alarms. Upon arrival, however, the patient coded and never fully recovered. Support was withdrawn and the patient expired.

Manufacturer narrative:
The manufacturer is attempting to aquire the explanted device for further evaluation. No further information is available at this time.